Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), infection ("infections"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), infection ("infections"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: following company internal coding review, the previous reported event abnormal bleeding was recoded to the meddra llt: genital haemorrhage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, vaginal discharge and vaginitis. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/heavy bleeding"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge, vaginal watery discharge"), abdominal pain ("abdominal pain"), cyst ("enlarged cyst"), vulvovaginal discomfort ("vaginal irritation"), back pain ("back pain"), vaginal infection ("vaginitis"), headache ("headaches"), abdominal distension ("bloating"), insomnia ("difficulty sleeping"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), mood swings ("mood swing"), depressed mood ("sadness") and irritability ("irritability") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, infection, anxiety, depression, urinary tract infection, vaginal discharge, abdominal pain, cyst, vulvovaginal discomfort, back pain, smear cervix abnormal, vaginal infection, headache, abdominal distension, insomnia, breast tenderness, chest pain, mood swings, depressed mood and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, breast tenderness, chest pain, cyst, depressed mood, depression, dyspareunia, genital haemorrhage, headache, infection, insomnia, irritability, mood swings, pelvic pain, smear cervix abnormal, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: findings compatible with occlusion of fallopian tubes bilaterally with essure endoluminal devices as described. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received events " uti, vaginal discharge, abdominal pain ,enlarged cyst, vaginal irritationback pain, abnormal pap smear, vaginal vaginitis, headaches, bloating, depression, difficulty sleeping, breast tenderness, chest pain, mood swing, sadness, irritability" were added. Reporter information, medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), infection ("infections"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.